Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer's blood glucose level. Customer changed the infusion set and cartridge to resolve the issue and resumed insulin.